Event description:
It was reported that when an asymptomatic patient presented post-generator changeout for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient did not receive therapy during oversensing. The device was reprogrammed and the patient remained asymptomatic.